Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, wire was stuck in left superior pulmonary vein. Troubleshooting was performed, advanced wire before pulling wire back. The whole system was pulled out. Once the catheter was outside of the body tissue was seen at the tip of the catheter. The catheter was replaced, and procedure was completed without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, wire was stuck in left superior pulmonary vein. Troubleshooting was performed, advanced wire before pulling wire back. The whole system was pulled out. Once the catheter was outside of the body tissue was seen at the tip of the catheter. The catheter was replaced, and procedure was completed without patient complications. The catheter has been received for analysis.